Event description:
It was reported that at one month post lens implant into the patient's left eye, 2+ pco and striae were noted with asymmetric tilt (z-syndrome) of the iol. Reposition was attempted and ctr placed at 6 weeks post-op. Three yag treatments were given and anterior vitrectomy was performed. The patient's current status is "very good".

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.